Event description:
Material# unknown batch# unknown it was reported by the customer that the neuro ICU has had another incident with the cethana peripheral ivs. The rn inserted the IV and was not getting flashback. When he pulled the IV out, the entire catheter was separated from the needle. Verbatim: the neuro ICU has had another incident with the cethana peripheral ivs. The rn inserted the IV and was not getting flashback. When he pulled the IV out, the entire catheter was separated from the needle. Can we please complete another investigation? I have the product in my office.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-jun-2023 h6: investigation summary our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection of the sample. Analysis of the sample showed that the needle had pierced through the catheter, and blood was observed in the catheter tubing. Since it is clearly shown that the sample was used, there is a possibility the needle had pierced the catheter due to improper handling of the device. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. However, since we cannot confirm how the sample was used, we cannot confirm the root cause to user error. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 the unspecified bd¿ cathena catheter were defective. The following information was provided by the initial reporter: the neuro ICU has had another incident with the cethana peripheral ivs. The rn inserted the IV and was not getting flashback. When he pulled the IV out, the entire catheter was separated from the needle. Can we please complete another investigation? I have the product in my office.